Event description:
I have interstitial cystitis and was told that interstim therapy would help with my frequent urination so I decided to try it. I was not told of any potential adverse effects from the trial assessment and was excited because the frequency of urination keeps me awake at night and I was really hoping for some good nights of sleep. Well from my personal assessment, this is not for ic pts, it did not work in anyway, shape or form and now I have severe sciatica. The pain down my thighs is so bad that it hurts for me to even sit. I never had sciatica problems before the interstim trial. This should be further tested. I hope it did not damage my nerves that I will have this pain for the rest of my life.